Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial. Visual inspection found a piece of the haptic missing, two pieces of the haptic torn, a piece of the haptic bent, and debris on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No code available (secondary surgery, lens exchange). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+1.5/x085 diopter, into the patient's right eye (od) on (B)(6) 2017. On the same date the lens was explanted due to excessive vault. On (B)(6) 2017 the lens was exchanged with a shorter lens. The problem was resolved.